Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 3.0x12 to 14mm, 99% stenotic, concentric shaped, de novo lesion was located in the mild to moderately calcified and severely tortuous circumflex artery. The physician predilated the lesion with an unspecified apex balloon and then placed a 2.75x16mm ion stent. The stent was post dilated with a 3.0mm quantum balloon. During imaging of the stent, the non-bsc ivus catheter got caught on the edge of the stent. Imaging showed a little dark spot where the stent struts were probably bunched up a little bit. The physician deployed a 3.0x8mm ion stent to cover the dark spot. No complications were reported and patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).